Manufacturer narrative:
The technician investigated and found the brake linkage and hex rod are broken due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the hex rod and installed a transtar brake steer upgrade kit to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brake casters roll when the stretcher is in brake mode. The stretcher is located in the pacu inside bay at the facility. There was no pt/user injury reported. (B)(4).